Event description:
The patient tested her blood glucose on the suspect device and it was 205 mg/dl. Twenty minutes later, she was having a hypoglycemic seizure. The paramedics were called and they tested her blood glucose on their device and it was 40 mg/dl. She was given an IV with glucose.